Manufacturer narrative:
On 1-september-2020, the following information was received from the site: the issue with the instrument was identified during central processing. There no further information available. Based on the additional information, there is no change in the reportability decision: damage to the conductor wire within the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint of "defective cable insulation on the pulley at the distal end". The instrument was found to have damage of the conductor wire¿s insulation. This failure is commonly caused by mishandling/misuse, such as collision of the instrument with a sharp object. The instrument passed the electrical continuity test. Site history review: a review of the site's complaint history does not show any additional complaints related to this product. Image/video review: no investigation required as no image or video clip for the reported event was submitted for review. System log investigation: a review of the instrument log for the fenestrated bipolar forceps (fbf) (pn: 470205-17, batch-sequence: n10200113-0265) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 5th use of the instrument. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during central processing, the cable insulation was found to be defective on the pulley at the distal end. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the cable was broken. The procedure was completed with no adverse effect or injury to the patient.